Event description:
It was further reported that the patient was revised due to pain and loosening of the femoral stem. During the revision, the stem was found grossly loose and was easily removed. Custom implants were placed without intra-op complications. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; b6; b7; d2; d4; d5; e1; g1; g3; g6; h1; h2; h3; h4; h6. The event is confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records provided state that patient presented with progressively worsening pain and radiographs demonstrate loosening of the cemented femoral stem and grossly loose femoral stem easily removed. Extensive scar tissue was noted throughout the joint and lysis of adhesions/inflamed tissue. X-ray images provided were not submitted for radiology review as they are of post revision and would not provide confirmation of loosening of implant prior to revision. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b1, b4, b5, d2, g1, g3, g6, h1, h2, h6.

Event description:
It was reported patient is experiencing femoral loosening post implantation. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
It was reported patient is experiencing unknown issue post implantation. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). D10 - medical product: unknown zss tibial component; catalog # unknown; lot # unknown. Unknown zss articular surface; catalog # unknown; lot # unknown. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H6: mechanical (g04) - femur.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; a3; b2; b3; b4; b5; d1; d2; d4; d6a; d610; g1; g3; g4; g6; h1; h2; h6. D6a: implant year: 2011. D10: unknown - unknown zss femoral component - unknown, unknown - unknown zss patella - unknown, unknown - unknown zss tibial bushing - unknown, unknown - unknown zss axle - unknown, unknown - unknown zss locking cap - unknown, unknown - unknown zss yoke - unknown, unknown - unknown zss femoral bushing - unknown. H6: mechanical (g04) - stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that the patient underwent the revision surgery due to aseptic loosening of the femoral stem. The distal femur, locking mechanism, and stem were revised. Attempts have been made and all available information has been provided.